Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Reviewing all details to date; it appears that clinical and or procedural factors may have impacted on the reported event. If any further information is provided; a follow-up medwatch report will be submitted.

Event description:
Per email: during my visit last friday to (B)(6). Physician informed me, that occurred a problem with ours diagnostic imager catheter, the guide wire arrested and glued inside lumen of catheter. Additional information received: was the zipwire flushed during the procedure? No.